Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, the outer insulation was breached cut, and the lead appeared to have been damaged at implant. (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the physician was unable to get an acceptable threshold for the leads after several attempts. It was further reported that one of the leads was attempted after the use-before-date of the lead. Both leads were removed and replaced by a new lead. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician was unable to get an acceptable threshold for the leads after several attempts. Both leads were removed and replaced by a new lead. No patient complications were reported as a result of this event.